Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding the patient. The rep reported that the patient¿s lead migrated up 4 vertebral bodies. They noted that the patient has a very low bmi, so the physician chose not to anchor the lead, as they could not fit them under the skin comfortably. The rep stated that a revision is scheduled for (B)(6) 2020.